Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient had their scs and drg systems removed for an unknown reason at an unknown date. No further information is available at this time.